Event description:
No additional information.

Manufacturer narrative:
Investigation results: no samples were received for investigation of (B)(4), in which the customer has stated that 'they were unable to use it with or without the pump' even though it had primed as usual. The reported product was a 2000e7d from lot 1025204. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 1025204 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. Please note previous investigations have determined that features on the surface of the male luer of the connecting products may also contribute to the reported occlusion. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the smartsite product in the past 12 months.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite needle-free valve was occluded. The following information was received by the initial reporter with the verbatim: issue on the smartsite needle-free valves over the last 12 months. All staff in our organisation prime the bungs first with sterile normal saline before we connect it to our client¿s IV cannula to ensure it flows adequately. Customer visited a client at home for an infusion last week and even though had primed and flushed the bung/valve as usual, they were unable to use it with or without the pump. They had flushed it before and started, they did not immediately consider that the bung/valve may have been at fault and spent at least a valuable 25 minutes troubleshooting the IV line and pump before realising that the bung/valve may the problem. The pump kept alarming immediately and signalling high pressure when they tried to turn it on. When they tried to flush through the IV-line side port they encountered a lot of resistance. In the end, the only option left was to unsecure the IV dressing, remove the bung/valve and connect the line straight to the cannula opening, risking dislodging the IV cannula. Att: (B)(4). Case number (B)(4).